Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that ongoing occlusion alarms occurred. In addition, the fill estimate was inaccurate. The customer's blood glucose (bg) level was over 500 mg/dl. Customer delivered a correction bolus to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.